Event description:
I went to luxe cosmetology on (B)(6) 2025 to get the derma fillers done around nasolabial area, was told that they were injecting european premium fillers FDA approved ones. The result was horrible, when I addressed the issue to the med spa I was told that due to the structure of my skin it looks so bad, then I asked them to dissolve it since I didn't like the result but they refused to do so advising me to go somewhere else. After 2 attempts of dissolving it in different med spa, fillers didn't disappear but started looking even worse, I have lumps there. I was fully refunded but then I discovered that since doctors (only plastic surgeons) at this point can help me but they also can't help me without knowing exactly what was injected. When I asked luxe cosmetology to provide me a copy of the treatment, I was ignored. I asked so many times but no luck at all. My face is in danger. I have no idea what's inside of me and what complications to wait for. Please investigate this place. They use fillers that they buy on some black market or through 3rd party and the product that they use is definitely not FDA approved. Please help me to figure out what is inside of me. Thank you.